Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not power on. Technical services noted that the device was no longer serviced by the manufacturer; therefore, an end-of-service life letter was emailed. There was no patient involvement.